Event description:
A customer contacted beckman coulter inc (bec) stating that they were running controls on their unicel dxc 600 pro synchron clinical system and noted some cartridge side chemistries that were out of specifications. The customer opened the cover and noticed a leak from reagent probe "b". Per customer, she checked the tubing on top and the tubing going to the collar wash was tight. The customer said she also flushed the reagent probe "b" to ensure it was free flowing with no obstructions. There is a risk management plan in place at the facility. No injury or exposure was reported and there was no affect to patient samples.

Manufacturer narrative:
Bec cts (customer technical support) had customer check the reagent syringe to ensure that it is tight up against the 3 way valve. The customer observed and reported that the reagent syringe was not secure to the 3-way valve. The customer tightened the syringe to the valve and no further leaking was encountered. Cts followed up with customer at a later date. No further leaks were observed and all the quality controls were within specifications. The cause of the leak is attributed to the loose reagent syringe. (B)(4).